Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced leakage. The following information was provided by the initial reporter: self occluding catheter allowed blood to spill out after insertion and prior to connecting any IV tubing.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 13-feb-2023. H6: investigation summary bd received five sealed 22 gauge insyte autoguard blood control units from lot 2297776 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical damage or deformities. Next, the units were tested for flashback. Each unit passed and was found to be within product specifications. Finally, a leakage test was performed for each unit and no leaks were found. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during production a definitive root cause could not be determined.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced leakage. The following information was provided by the initial reporter: self occluding catheter allowed blood to spill out after insertion and prior to connecting any IV tubing.